Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number # (B)(4).

Event description:
It was reported that the patient had complete right hemiplegia and severe functional impairment due to cerebrovascular disorder. Another patient with possible advanced muscular dystrophy experienced a bleeding nose in the middle of the night. They placed an emergency call. The patient's blood sample indicated a normal international normalized ratio (inr), no progression of anemia, but confirmed progression of thrombocytopenia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.